Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4) 2014, 21:47:49 johanj1: event summary: product ID# 419588 left ventricular (lv) lead. Analysis found no anomalies. Concomitant medical products: explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Concomitant products: product ID p1501dr implantable pulse generator (ipg), implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during the procedure to upgrade the patient's device, the left ventricular (lv) lead could not be placed in a suitable position without getting phrenic stimulation. The lead has been returned. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the procedure to upgrade the patient's device, the left ventricular (lv) lead could not be placed in a suitable position without getting phrenic stimulation. The lead has been returned. No patient complications have been reported as a result of this event.